Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a no delivery alarm and a motor error alarm. The blood glucose reading was 121 mg/dl. Customer was unable to troubleshoot as he had reverted to a back up plan. Nothing further was reported.